Manufacturer narrative:
Adverse event or product problem - in the initial medwatch report, the product problem was reported as a device malfunction (dcs dislodgement) that has caused serious injury in the past. However, additional information was received to clarify a dislodgement did not occur. Instead, there were positioning difficulties which led to three deployment attempts and subsequent withdrawal of the valve and dcs. Positioning difficulties do not meet malfunction reportable criteria. Let this report accurately reflect this event is not reportable. H6. Annex d code, annex b code corrected data: h6. Annex a code, annex c code were erroneously omitted from the initial medwatch report. Additional codes. The annex f code was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a 34 millimeter (mm) transcatheter valve, the patient had pre-existing mild leaflet calcification, with mild-moderate aortic insufficiency, and a left ventricular outflow tract of 98.2 mm. The deployment of the valve was attempted three times at an implant depth of 20mm on the non-coronary cusp (ncc) during the first deployment attempt, 0mm on the ncc during the second deployment attempt, and 6mm on the ncc during the third deployment attempt; however, the valve was "unstable" during each attempt. Subsequently, the valve was recaptured and withdrawn from the patient. The procedure was aborted and a surgical aortic valve replacement was planned. No patient complications were reported as a result of this event. Additional information was received to clarify the instability of the valve: the valve did not "sit the way the [physicians] felt would be stable"; however, it was confirmed the valve and dcs did not dislodge.

Event description:
It was reported that prior to the attempted implant of a 34 millimeter (mm) transcatheter valve, the patient had pre-existing mild leaflet calcification with mild to moderate aortic insufficiency, and a left ventricular outflow tract (lvot) of 98.2 mm. The deployment of the valve was attempted 3 times at an implant depth of 20 mm on the non-coronary cusp (ncc) during the first deployment attempt, 0 mm on the ncc during the second deployment attempt, and 6 mm on the ncc during the third deployment attempt; however, the valve was "unstable" during each attempt. Subsequently, the valve was recaptured and withdrawn from the patient. The procedure was aborted and a surgical aortic valve replacement was planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.